Event description:
(B)(4). Since being implanted with essure I have been on many different meds. From antidepressants to steroids to antipsychotics, antacids, vitamins, vicodin, percocet etc. I have lost more then half my teeth. I have had a number of procedures from mris to catscans, colonoscopy and endoscopy. I've had my gallbladder removed. No one has been able to find anything that is causing my chronic pain my serve cramps my hair loss my forgetfulness my rashes the list goes on and on. I am unable to list them all because I can't remember everything. So not only have I had every test possible and tried dozens and dozens or meds. I have gotten no results and no meds have every helped me.